Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the system and found that the license was transferred to a desk top computer. The computer was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect computer has been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that while outside of a procedure, all the patient exams were missing from cranial when the site logged into the software on the navigation system. The site attempted to download a new scan for a patient and continued to receive an error stating no database connection, cannot insert series into database. The site attempted to load the exam via disc, but it would not load into the system. The site brought over the other navigation system and it was possible to pull the exam via network and load the patient via cd. The representative attempted to go into the spine software to see if the patients were missing from there, but the system would not boot into spine. The patients could not be found in the spine software. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: the suspect computer was returned to the manufacturer for evaluation and the computer performed as expected. During testing, the computer booted normally to the application screen. The programs and exams loaded without issue. No fault was found. The cause of the reported issue could not be determined.

Manufacturer narrative:
Device evaluation: additional analysis was performed on the returned computer and the issue was confirmed. The spine application froze at startup. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a hardware anomaly tracking database.